Event description:
Reporter alleged the patient received a discrepant blood glucose result of 504 mg/dl, then a result of 400-499 mg/dl on advantage system 1 compared back to back with a result of 187 mg/dl on advantage system 2 when testing was performed within 10 minutes. Reporter stated the patient was given 15 units of insulin after the results on advantage system 1 were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B) (6) for the suspect device used in system 2.